Event description:
Reporter alleged, blood glucose results of hi(>600 mg/dl) and 198 mg/dl obtained back-to-back on the advantage system within 4 minutes. Reporter stated, customer was feeling no symptoms and did not treat/act on the results. A request was made for the return of the suspect device and replacement product was sent.